Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211738773, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient had an infection during the advanced evaluation. The rep stated there were unknown environmental factors that led to the infection. There was no trouble shooting performed. The rep stated the lead was explanted on (B)(6) and the issue was resolved at the time of the report. The rep noted the patient developed an infection during the trial. The lead was explanted. The rep stated once the infection free period was observed the patient will receive a full implant. The patient listed as alive, no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.